Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-aug-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. There was moisture corrosion observed in the battery compartment. A leak test revealed leaks at the battery compartment. During basal duration testing, the pump had intermittent power. The pump was opened; moisture corrosion was found on the printed circuit board components. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.